Event description:
It was reported that the tip of the screw broke while tightening it in the tibial side. No patient injury reported.

Manufacturer narrative:
Visual assessment of the screw confirmed the reported breakage. The distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter was performed and found to meet print specification. Based on the limited clinical details provided a root cause cannot be determined. This investigation could not identify any evidence of product contribution to the reported problem.